Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with right ventricular and right atrial lead noise. Leads were extracted and replaced on (B)(6) 2018. Patient presented with no symptoms.

Manufacturer narrative:
A complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasions exposing the outer coil in two locations at 7.6 cm to 7.8 cm and 8.7 cm to 9.3 cm from the connector pin both consistent with the lead friction on the ICD can. The reported event of noise was confirmed and was isolated to the exposure of the outer coil in the abrasion zones.

Event description:
New information received notes the noise on both leads was discovered during routine evaluation. Patient was fine before, during, and after the procedure.